Event description:
Cholecystectomy - "when the surgeon went to grasp the gallbladder, the proximal plastic cover of the tip of the graspers tears." Pt status: ok, not affected.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that one of the jaws had breakage and crack marks on the plastic below the pads. The unit was able to open and close properly and the lock was able to engage. The exact cause of the damage is unknown. During the manufacturing assembly process, applied medical graspers are functionally tested 100%. The root cause of the customer's incident could not be replicated under normal operating conditions and the damage may be the result of excessive force during use. Although the root cause of the customer's experience could not be determined, applied medical is currently investigating process enhancements to improve the strength of the jaws. This document represents our final report.